Event description:
No additional information available.

Manufacturer narrative:
1.DHR/bhr review (lot#4258122): 1)this batch of products were assembled at intima ii auto line 3 in oct 2024 and packaged at cfs package line in oct 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the pinch clamp batches used in this batch of products are 4257543,4264552,4264557 and 4264558, review the raw material inspection records, no abnormalities. 2.no defective sample and photo have been received for the complaint. 3.the retained sample of this batch is taken for clamp force test and the sealing pressure test of the pinch clamp (pressure upper limit 102kpa), and the test is passed; to carry out a 45psi leakage test on the retained sample, and no leakage was observed in any part of the sample. 4.it was found in previous tests that when the extension tubing was not clamped in the center of the pinch clamp, the pinch clamp could not fully act. 5.no similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the complaint phenomenon cannot be determined, because the state of the extension tubing being clamped in the pinch clamp cannot be identified and the defective sample has not received for further testing. The plant will continue to track and trend the issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked at adapter tubing junction on (B)(6) 2025, at approximately 9:00 a.m., a nurse in the emergency department left a patient's fluids in place with a closed IV cannula. The packaging was unpacked for use after routine inspection of the outer packaging for damaged and normal shelf life.after the completion of the cannula tubing, blood was found to be dripping directly from the positive pressure connector port, and the cannula tubing had failed to block the flow of blood.the cannula was immediately removed and replaced with a cannula of another batch number, and the subsequent operation was normal.